Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint# (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "optic sensor failure" alarm generated. The hospital staff used the fluid column for blood pressure readings and indices. Therapy was provided and there was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing was also returned. Two kinks were found on the catheter tubing approximately 42.2cm and 76.2cm from the iab tip. The optical fiber was found to be broken within the catheter tubing at the kinked location of 76.2cm. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint# (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a "optic sensor failure" alarm generated. The hospital staff used the fluid column for blood pressure readings and indices. Therapy was provided and there was no reported injury to the patient.